Event description:
The customer reported that both monitors show static and the right monitor is difficult to enter data due to static. The left monitor clears up during fluoro.

Manufacturer narrative:
The ge service rep verified issue and also found the unit was very slow to boot up. He ran f-disk and found no bad clusters. He ordered and replaced the display adapter pcb and tested the unit again and found left monitor had went dark. Per tech support, they tried to reload software and that didn't have any effect. They double checked all cables and all were correct. The rep researched schematics and found the cable for left monitor was mislabeled. He corrected the label and plugged cable into correct socket and left monitor came back to life. He reloaded the cal files and rebooted the unit and both monitors are dead with no picture. He returned to the site the following day and reseated all boards, checked all cables, reinstalled the old display adapter, and still no monitors. He reinstalled the new display adapter and still no display. He called tech support and they suggested to restore the factory settings for monitors. The rep tried that and monitors were back. He reinstalled all covers and rebooted the unit several times and the issue was resolved. He tested unit by booting several times and shooting several fluoro shots. The unit is operating normally.